Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a defibrillator pad. The customer reports "in 2004 the hospital had an emergency code. The pads were placed on the pt and the staff noticed a break in the wire and then saw sparks. The pad and cable were immediately replaced. The pt did not survive, however the customer stated that this was due to other complications and had nothing to do with the problems with the pad."